Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) all insulators breached cut; full lead returned and analyzed.

Event description:
It was reported that there was low impedance, no capture, and variable threshold. It was noted that the patient has a subclavian/svc stent, and the physician questioned lead degradation caused by friction between the lead and terminal portion of the stent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.